Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : a crack, dents and scratches where seen on insulation. The instrument failed the insul scan test. The probable root causes are normal wear, improper sterilization methods and user misuse.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.